Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient dislocated twice, resulting in multiple closed reductions.

Manufacturer narrative:
No devices were received; therefore the condition of the components is unknown. Review of the device history records identified no deviations or anomalies. This device was used for treatment. A complaint history search identified no other complaints for the part and lot combination of the related device. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
It is reported the patient dislocated twice, resulting in multiple closed reductions. It was reported that the dislocation occurred during patient activity (rotating to the left and getting up from a low chair).